Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the load step pushed insulin into the tubing and sometimes resulted in insulin being dispensed from the tubing. The patient stated that the pump never dispensed all of the insulin. The patient stated that she only primed 3-4 units and drops are seen from the end of the tubing. The prime history was reviewed and confirmed that the majority of the prime volumes were less than 5 units. The patient also indicated that the pump has had increased number of loss of prime warnings. This report is made based on the allegation of the load step issue.

Manufacturer narrative:
Follow-up #1 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2012 with the following findings: the pump black box showed no evidence of loss of cartridge detection. The rewind, load, and prime steps were performed successfully. A force sensor calibration test was performed and the force sensor was found to be detecting force accurately. The pump was exercised for 24 hours without loss of prime occurring. The pump was opened and no force sensor defects were found.